Event description:
Complainant alleged that during biomed testing the device paddle functions ere inoperative. Biomed isolated problem to the multi-function cable. Complaint indicated that there was no pt involvement in the reported malfunction.